Event description:
It was reported that the user experienced hypoglycemia, including a low just before bed, after initial training that the user believed was inadequate; the user later met with a trainer who recommended a factory reset, and support guided the user through the reset and setup with dexcom g6 and 23-inch infusion set, with instructions to resume automated mode once sensor data became available. Symptoms included hypoglycemia. Outcomes included user-perceived need for additional training and device reconfiguration, with no alerts or alarms reported and no medical care required. Investigation included review of the user¿s report, coordination with training staff, and technical support guidance to perform a factory reset and re-setup. Investigation of this case revealed that retraining and device reset addressed the reported issue, with the user advised to monitor sensor readings before resuming automated insulin delivery. It was concluded that the cause of the hypoglycemia was unclear and that troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.